Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the anvil was observed to be tilted and separated from the tubing. Visual inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. An intact suture was properly tied at the base of the anvil to the connecting piece. The proximal catheter tubing was stressed with impressions from the anvil fitting barbs. Functionally, the device was subjected to a measured anvil retention test with a result of 15.0 lbs. The acceptable specification is greater than 5.0 lbs. It was reported that the components were disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument is subjected to excessive tension. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the component was disengaged. It was noted that no pieces fell into the patient cavity. Another device was replaced to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an esophageal cancer procedure, the component was disengaged. It was noted that no pieces fell into the patient cavity. Another device was replaced to resolve the issue. There was no patient injury.